Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The cause of the issues were unknown. The patient's weight was reported. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome via a manufacturer representative (rep). It was reported that the patient was charging the ins and suddenly felt a chopping like pain from her feet all the way up to the ins. They stated it was really hard shocks or jolts. When they took away the paddle, the c hopping, shocking, and jolting feeling stopped and they turned off the stimulation. About 1.5-2 weeks later, the patient charged the ins without the stimulation being on and charged to 50% but left the stimulation off. The rep interrogated the ins and checked the ins recharger (insr). They were able to charge the ins with the insr and had no adverse effects. Currently the stimulation was on. Additional information from the rep stated the things had resolved with the patient. No patient complications were reported as a result of this event.